Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 result for multiple patients tested on a cobas 6000 c (501) module. The customer stated that corrected reports had to be issued for 15 patients. From the data provided, 1 patient had a reportable malfunction for sodium and chloride, and 2 patients had a reportable malfunction for sodium. Patient 1 initial sodium result was 121 mmol/l with a repeat result of 133 mmol/l. Patient 2 initial sodium result was 126 mmol/l with a repeat result of 143 mmol/l. Patient 2 initial chloride result was 92.3 mmol/l with a repeat result of 102.8 mmol/l. Patient 3 initial sodium result was 126 mmol/l with a repeat result of 136 mmol/l. The repeat results were from another cobas c501. The repeat results were deemed to be correct. The customer confirmed that for all 15 patients that had to have corrected reports issued, there were no adverse events. The sodium and chloride electrode lot information was requested but was not provided. The field engineering specialist found that the ise module was not aspirating and draining properly from the sipper probe through the flowcell. He decontaminated the ise module. He performed multiple ise check tests and ran calibration and qc testing. The customer ran qc testing. The system is operating within specifications, the issue was resolved by the service activities performed. There have been no further issues following the service visit.